Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 20.5, 16.3 and 10.3 mmol/l. Tests were done a few minutes apart. Patient did not experience any adverse events.